Event description:
It was reported that the md inserted the sheath via the right femoral artery. The intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab and when the pump was switched on, the iab did not inflate. As a result, the md removed the iab and replaced with another to complete the procedure. There were no reported pt complications. Twenty-four hrs after procedure, the pt expired. The death was not attributed to the iab. On 10/19/07 update: the pump did alarm. The md could not see the inflation "curve ball"; the iab was inserted under fluoroscopy. Pt expired due to "their own illness." A follow-up report will be filed if more information becomes available.